Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was unresolved with no further action planned.

Manufacturer narrative:
Note that additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot# b0807187k, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional regarding a patient with an implantable neurostimulator (ins). The impedances were checked during a follow-up and plot 5 was higher. The device diagnosis was high impedance. The patient didn't feel anything different, so no action was taken for now. The event was related to the device or therapy, and was not related to the implant procedure.